Event description:
Encision l diamond cautery electrode tested by dr prior to procedure. Dr reports instrument tip became red hot and sparked a flame upon stepping on cautery foot pedal. When retested second time the tip became red hot again. Not inside pt. No pt harm. Removed from service.